Event description:
The customer reported, " 'x' symbol is appearing when switched on." There was no reported pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.